Event description:
On (B)(6) 2011: the dialyzer (aps-11sa) was used for hemodialysis (hd). 10min after start of treatment, blood pressure decreased (systolic blood pressure: 170=64mmhg). After the onset of this adverse event (ae), physiological saline 200ml, effortil (etilefrine hydrochloride) tablets and oxygen were administered, and leg elevated, then blood pressure recovered. The dialyzer was changed another type at the next time, then hd was conducted without problem.

Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-11sa is identical model to rexeed-s series marketed in us. The used device could not be analyzed because, it was discarded by the user facility. So, we estimated product lot# from shipping record. So we reviewed manufacturing records, quality records of lot#px7m7s, px9ux5, pxx1x6. As a result, no abnormality was found in records. In 13,402 units of this lot#px7m7s, 13,380 units of this lot#px9ux5 and 13,356 units of this lot#pxxx1x6 were distributed to the medical facilities respectively, and no similar event using these lot#px7m7s, px9ux5 and pxxx1x6 were reported globally. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed." John t. Daugirdas et. Al., lippincott, williams and wilkins, 2006.